Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose (bg) was 252 mg/dl - "high", although a specific value was not given. Customer address their bg with a manual does injection.